Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously went down for 20-25 minutes, and all the tiles were blank. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously went down for 20-25 minutes, and all the tiles were blank. The issue resolved itself naturally without any user intervention. No patient harm was reported. Investigation summary: our review included interviews with users and a detailed log analysis. During the relevant timeframe, one gz bed experienced intermittent communication loss, followed by a prolonged communication interruption between 9:05 and 9:54, which appeared to be due to battery depletion. However, logs confirmed that the "communication loss" message was properly displayed in those cases. Additionally, around 9:20, multiple beds experienced communication loss with the cns, taking approximately 5 minutes to recover. This incident also generated "comm-loss" messages, and it was confirmed that these were not related to the reported issue. Although the event in question could not be reproduced or confirmed, and no further information was available, the investigation was concluded at this point. Based on the available logs, the cns appeared to be functioning normally and operating as specified. We also reviewed similar historical cases and noted that delayed waveform telegrams from the enterprise gateway to the cns can occasionally affect display. Still, those known cases were brief, localized, and did not align with the symptoms or duration reported here. Although we were unable to reproduce or confirm the specific incident, we will continue to monitor feedback to improve our product's performance and overall quality systems. The following field contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 04/22/2025 emailed the bme for all information in the ni list above: the bme replied that they were gz transmitters. Attempt # 2: 04/29/2025 emailed the bme for the model and serial number of the gz transmitters: the bme replied that they were gz-130s, but did not know which serial numbers were in use at the time the issue occurred. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-130p. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden:na . Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously went down for 20-25 minutes, and all the tiles were blank. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-130p serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously went down for 20-25 minutes, and all the tiles were blank. No patient harm was reported.